Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown shell, unknown. Unknown, unknown head, unknown. Unknown, unknown liner, unknown. Report source, foreign ¿ events occurred in (B)(6). Report source, literature - cordero, j. Et al (2016). Surgical delay as a risk factor for wound infection after a hip fracture. International journal of the care of the injured, 47(3), 56-60. Doi: 10.1016/s0020-1383(16)30607-6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed. Accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08885, 0001825034 - 2017 - 08886, 0001825034 - 2017 - 08887.

Event description:
It was reported in a journal article that sixteen cases of wound infection occurred. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.